Manufacturer narrative:
Correction to initial MDR. This report should not have been submitted as this was not a reportable event.

Event description:
A report was received that the patient electively underwent an explant procedure due to not wanting the device any longer.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.